Manufacturer narrative:
One opened and used reservoir was evaluated and inspected for anomalies. No anomalies were found and the reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 133 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. Customer stated the cannula was not bent during troubleshooting. It was also found insulin was able to exit once more during a prime. Customer was advised the set may be occluded. The customer agreed to return the product for analysis.